Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to worsening heart failure and mitral regurgitation, along with leaflet piercing and a single leaflet device attachment. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with chronic, ischemic functional mitral regurgitation (mr), grade 4+. Two mitraclips were implanted, without a device deficiency, reducing the mr to <1. On (B)(6) 2021, on the discharge echocardiogram, mr grade 3+ was observed. On (B)(6) 2021, the patient was hospitalized due to worsening dyspnea, peripheral edema, severe mr, and heart failure. Medications were provided. On (B)(6) 2021, leaflet piercing along with a single leaflet device attachment (slda) with the lateral clip (cds0702-xt, 10722r166) was observed. A reintervention on (B)(6) 2022 is scheduled. No additional information was provided regarding this issue.

Manufacturer narrative:
The reported mitral regurgitation (mr), heart failure symptoms, edema, fatigue, and dyspnea appear to be a cascading effect of tissue injury. The reported hospitalization, surgical intervention, medication, and unexpected medical intervention are the results of case-specific circumstances. Based on the information reviewed, there remains no indication of product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received: on 10-march-2022, the patient was hospitalized with worsening dyspnea, heart failure, peripheral edema. Medications were provided. On (B)(6) 2022, the patient was admitted to the hospital for a mitral valve repair. The repair was due to the clinical significance of mitral valve regurgitation. The clinical symptoms included dyspnea, decompensation, and reduced activity level. On (B)(6) 2022, a mitral valve surgery was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported effects of heart failure symptoms, edema, dyspnea, tissue injury, and mitral regurgitation (mr) are listed in the instructions for use (IFU) and are known possible complications associated with the mitraclip procedure. Based on available information, a cause for the reported mr could not be determined. The reported heart failure symptoms, edema, dyspnea appear to be a cascading effects of mr. Additionally, the cause of the reported tissue injury cannot be determined. The reported hospitalization, medication, and unexpected medical intervention are the results of case-specific circumstances. Based on the information reviewed, there is no indication of product issue with respect to manufacture, design, or labeling.b1: product problem removed b6: echocardiogram from (B)(6) 2021 corrected and additional tests added. B7: mr etiology corrected. H6: medical device problem code 2507 - removed.

Event description:
Subsequent to the previous medwatch report, the additional information was received: the patient had degenerative mitral regurgitation (mr). On (B)(6) 2021, on the discharge echocardiogram, mr grade 3+ was observed. On (B)(6) 2022, the patient was admitted to the hospital for another mitraclip procedure was performed. On (B)(6) 2022, the patient presented with mr grade 4 and another mitraclip procedure was performed. The index procedure mitraclip (cds0702-xt, 10722r166) had pierced/perforated the anterior leaflet. There was no slda with this clip. Another mitraclip was attempted, however, this clip was unable to reduce mr. It was decided to not implant any clip. The device was removed without an issue reported and the mr remained grade 4. There was no injury related to this device. The patient is in stable condition with dyspnea and in heart failure. A mitral valve replacement is being discussed.